Event description:
It was reported that a hp052 was used during a unknown procedure. It was reported by the rep that the hand piece was suspect due to inconsistant performance. The hand piece produced a solid tone. The hand piece was tested with the test tip, and the hand piece gave a solid tone. The case was completed with another hp052. There was no patient consequence.